Event description:
Received medwatch, reporter requested anonymity reporter writes that they have been having problems since 1990. They state they were diagnosed with latex allergy in 1992. In 1992 they had an episode of respiratory distress due to latex exposure during surgery. In december 1996 they touched a latex glove and had a severe reaction requiring them to go to the ER. Symptoms included a local reaction when an IV was started, runny nose, sneezing, cough, vomiting, off of work with swelling of hands and feet, and could not wear regular shoes. They write that a leave of absence was taken till 1999, but that when they returned to work they developed symptoms of vomiting, hyperventilation, palpitations (epinephrine was used), face and scalp excoloration/oozing, respiratory and vision problems. They write that they continue on medication.